Event description:
It was reported that incomplete filling occurred during use with a bd vacutainer® z (no additive) plus urine tube. The following information was provided by the initial reporter, "the intensive care department contacted me this morning about difficulties in using bd urinary ionogram tubes reference 368501 lot no. 9198657. The tubes are not unusable but the filling is incomplete. It is random from one tube to another. I have also noticed this problem by testing a few tubes in the laboratory."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for draw volume with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that incomplete filling occurred during use with a bd vacutainer® z (no additive) plus urine tube. The following information was provided by the initial reporter, "the intensive care department contacted me this morning about difficulties in using bd urinary ionogram tubes reference 368501, lot no. 9198657. The tubes are not unusable but the filling is incomplete. It is random from one tube to another. I have also noticed this problem by testing a few tubes in the laboratory."